Event description:
The cladding part of the ureteroscope loosened and got displaced beyond the tip of the scope. It folded back on itself, thereby causing an inability to naturally be pulled out of the ureter. The surgeon resolved the issue by moving the ureteroscope further into the space to re-straighten the cladding. With this action, he was able to withdraw the scope without any harm to the patient. The event happened when the surgeon was ready to pull out the scope, after it was used.